Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause for the reported unintended movement (clip open - locked) associated with the unintended clip opening while locked cannot be determined. The reported image resolution poor is due to the patient anatomy. The reported medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one echocardiographic video and two fluoroscopic still images were provided. The echo video shows an lvot view with color doppler of the reported clip; the clip is deployed on the leaflets with no delivery catheter or cds in view. The clip arm angle appears to be ~45° and there is a notable regurgitation jet exiting the center of the clip on color doppler. The two fluoroscopic still images capture the same procedural moment in which two fully deployed clips and the sgc can be visualized; there is no cds in view. This indicates the images were both taken post deployment of the second clip (no reported issue). The clips are almost overlayed in the images and slightly staggered such that the clip arms of each clip can be discerned. The bottom clip appears to be an xtw and is likely the reported device. The top clip appears to have a shorter arm length, likely an nt or ntw size, and is presumably the second implanted clip (no reported issue). Both clips appears to have a similar arm angle of ~45°. The clip arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the images/video provided."

Event description:
N/a

Event description:
This will be filed to report a clip that opened while locked (cowl). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The first clip was implanted successfully and the mr was reduced to grade <1. After deployment of the clip, it was noted the clip opened 15-20 degrees from fully closed and the mr returned to grade 4. A second clip was then implanted to stabilize the cowl clip, reducing the mr down to grade <1. Imaging was noted to be challenging due to the patient's anatomy. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.